Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 203 mg/dl, 273 mg/dl, 134 mg/dl (compact plus system 1) and 57 mg/dl, 78 mg/dl (compact plus system 2). Customer felt hypoglycemic with the readings. Customer self-treated with juice and soda, and felt better. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - compact plus system (B)(6) - compact plus system 1.